Manufacturer narrative:
A ge rep evaluated the system and repaired a bent connector pin. The system operates as intended.

Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.